Event description:
A surgery nurse manager reported that at the time of phacoemulsification during a cataract with iol (intraocular lens) implant procedure, there was no ultrasound. The cassette was exchanged and the issue was resolved. The cassette had successfully primed and the ultrasound tests had been satisfactory before surgery. The case was able to be completed without harm to the patient.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).